Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's permanent implant, lead was attempted to be implanted but was unsuccessful. The physician decided to abort the procedure since the patient experienced loss of function in multiple muscle groups during motor testing. Patient is stable post operatively.